Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During evaluation, fse verified the issue and replaced the s202-cn309 cable from the top of the pipette to the sensor board. Fse checked and adjusted the level sense positions for the cup and tube. The customer was also getting occasional low diluent and low wash messages although the levels were good. Fse replaced the level sense lead wire. Fse then ran quality control (qc) and both levels were in range. There were no further 2011 error messages. The instrument was operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed serial number (B)(4) from (B)(6) 2017 through aware date of (B)(6) 2018. There were no similar complaints found during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags states the following: list of error messages: if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message table lists error 2011 air detected [sample] as indicating that "there is no contact with the liquid surface after sample suction. Contact the service department for troubleshooting". The most probable cause of the 2011 air detected error messages was a faulty cable from the top of the pipettor to the sensor board. The most probable cause of the intermittent low wash and low diluent errors was a bad level sense lead wire.

Event description:
A customer reported error messages 2011 air detected while drawing sample with the aia-360 instrument. The customer stated that the error seems to occur with quality control (qc) material and cannot recall whether it was occurring on any patient samples. The error had been occurring for a week. Fse was dispatched to address the reported event, which resulted in a delay of parathyroid (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.